Event description:
Since the coupler was not able to be removed, the handle was removed at first. Since then, after dropping into the cup side the nut was removed by hold the neck part, the neck part was damaged.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
An event regarding a disassembly issue involving an adm expandable coupler was reported. The event was not confirmed. Device evaluation and results: there are some marks of use on the returned device and damages have been done with an instrument (pincer) to remove it from the cup as described by the customer. A functional test showed that the device is working as expected, there is no functional issue device history review: device history review indicated all devices were manufactured and accepted into final stock with no reported discrepancies complaint history review: a review of the complaint history database shows that there have been no similar reported events for the subject lot code. Conclusions: the investigation concluded that the returned device reference (B)(4) has been damaged with an instrument (pincer) in order to remove it from the cup. A functional test showed that the device is working as expected and there is no functional issue. Based on the information provided it was not possible to determine the root cause of this event.

Event description:
Since the coupler was not able to be removed, the handle was removed at first. Since then, after dropping into the cup side the nut was removed by hold the neck part, the neck part was damaged.